Manufacturer narrative:
Multiple attempts follow up attempts made to customer, no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. No troubleshooting was performed due to contact was not with customer at the time tandem technical support was contacted. The customer's blood glucose level was 400 mg/dl with slight ketones. No further information was provided.